Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error message related to battery depletion. As a result, this s-ICD was successfully replaced and disposed of. No additional adverse patient effects were reported.